Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system had a syncopal episode while exercising. Review of a stored atrial tachy response (atr) episodes from that time showed no atrial pacing during the atr episode due to vdi mode. Review of the presenting electrogram (egm) from the following day showed some t-wave oversensing (twos) on the right ventricular (rv) lead channel, resulting in a longer atrial pace interval on the subsequent cycles. The lower rate limit (lrl) was 80 beats per minute (bpm) and the beats after the twos were approximately 60 beats per minute (bpm), however it was unclear whether this caused the reported syncope. The rhythm on the presenting egm was ap vp as vp vs, however it was unclear whether the as markers were premature atrial contractions (pacs) or right atrial (ra) lead loss of capture (loc). Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p system remains in service. No additional adverse patient effects were reported.